Event description:
The customer reported that after cauterizing the tissue, the jaws of the device would not reopen while applied to tissue. It is unknown how the device was removed from the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found eschar in and around the jaws, and the handle was unlatched. The jaws were not stuck shut and the jaws opened and closed normally when the handle was activated. Additional functional testing was conducted on porcine kidney tissue. Multiple seals were made on various size vessels and each time the jaws opened and closed normally; the jaws did not stick to or lock onto the tissue. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.